Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified lot number 2295603, catalog number 68mp-480cc, and creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis, is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.